Event description:
Additional information was received that the patient was in a complex state. They were originally admitted with right heart failure (rhf), renal insufficiency, pain syndrome, depression, and phlegmona on the lower limb. Complex therapeutic interventions were performed that included inotropes, dialysis, and nutritional support. Evacuation of ascites was performed which was complicated by hemoperitoneum and surgical intervention was required. Despite complex therapy the patient suffered from multiple organ failure (mof) and subsequently died.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, psychiatric episode, other neurological events (not stroke-related), and death. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure (msof). The outcome was not considered to be device or therapy related.

Event description:
The right heart failure did not exist pre-left ventricular assist device (lvad) implant and the device did not cause or contribute to the right heart failure. The right heart failure was treated with inotropes.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.